Event description:
The following has been reported: biomed reported: serial number 9251507876, new pump that has never been used on a patient. It charges and connects to the network but, when the software tries to update, the charge light turns red and the pumps powers off. Numerous attempts without success. A preliminary review identified the following issue: unable to download firmware updates an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.